Manufacturer narrative:
Tech found that the brake caster would lock and hold, but caster would rotate if pushed on side. Replaced caster all four corners to resolve this issue. Found bed on 1st floor.

Event description:
Complaint received that the brake caster would lock and hold, but caster would rotate if pushed on side. No injury reported.